Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on the information reviewed, a cause for the reported incomplete coaptation - single leaflet device attachment (slda) and difficulty visualizing the clip could not be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling. The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4 functional tricuspid regurgitation (tr), thin leaflet, rotated heart and cardiac transplant for a triclip procedure. During the procedure, triclip was implanted. It was determined that there was a single leaflet device attachment (slda) and the clip was no longer attached to the septal leaflet. Additional clip was implanted to stabilize the slda. Imaging was difficult. The final tr was grade 3-4. There were no adverse patient effects or clinically significant delays reported.